Event description:
The facility reports the facilitator was helping resident use the commode in the bathroom. The resident was raised up using the lift. The facilitator pressed the down button on the hand controller to lower the resident. While pressing the button, the lift did not move, but the facilitator could hear the noise of the motor. Then all of a sudden the lift dropped and the resident hit the floor. The lift did not tip over; the sling did not separate from the hanger bar. The battery indicator display had only one or two bars lift. No injuries were reported. The lift was inspected and was found to be in good condition. No dents, scratches, etc. Per the facility, lift has only been in use about 6 months. The battery was checked and was found fully charged to full strength. The sling was also inspected and found to be in good condition. The lift was function tested and was found to be working to manufacturer specifications. (B)(4).

Manufacturer narrative:
No parts or pictures have been requested for this investigation, as the products were examined on site by an arjo representative and reported to be in good condition. The leg safety strap was found stuck in locking device. The incident report indicates that the lift was used in a humid bathroom, with one handrail next to the commode posing as a possible obstruction that needs attention when using the lift. The direct cause of the resident to fall is reported to be 'all of a sudden the lift dropped'. The lift and sling were in good functioning order except for the leg straps on the lift. The leg straps were not used during this lifting procedure. The manufacturer concludes that the nursing personnel did not follow the part of the user manual that demands the carer to keep eye contact with the resident at all times during the transfer. Should it have been the case that the lifting arms were obstructed in performing the downwards lifting cycle, the part of the actuator spindle that supports the lifting arms would have gone downward, while the lifting arms would have been suspended by the obstruction. If then, the lifting arms were suddenly pulled clear of the obstruction, the lifting arms would fall suddenly downward up until the point where they would again be supported by the actuator. This means that the resident would make a sudden drop of several inches, and be jolted by the sling. However, the patient would stop short of falling to the ground with the upper body. The manufacturer believes this is most likely what has happened. The manufacturer has initiated CAPA (B)(4) to develop a new feature to prevent customer misuse of the product by protecting the patient from crushing with a cut-off system while preventing sudden drops.